Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted dissection was carried down to the mesh. The anterior portion of the mesh was cut off with scissors. He removed any mesh that was visible and removed visible strands of the mesh which were at the level of the fascia.¿ it was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/31/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.